Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of less than 40mg/dl. The customer was experiencing low glucose for one day. Troubleshooting was performed. The customer stated that he faints. The customer's most recent glucose reading was 250mg/dl, and he has treated with food and glucose tablets. The programming on the insulin pump was correct. The customer stated that the reservoir was showing the same amount of insulin that the status screen shows. It was stated that the customer was tried to correct his high glucose and took a manual bolus through the insulin pump rather than using the bolus wizard and gave himself 50.0 units of insulin in a four hour time span. The customer stated that lately he was having high glucose and had spoken to his doctor to change his basal rates. Advised the customer to use the bolus wizard to avoid over deliver of insulin. No further information was provided.